Manufacturer narrative:
The lot was manufactured between march 29, 2019 and march 31, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the center seam where the ports are located. The leaks were discovered during setup and preparation. There was no patient involvement. No additional information is available.